Manufacturer narrative:
This report is associated with (B)(4), polident denture cleanser. Device evaluation for complaints (B)(4); 22 august2018: upon receipt of this complaint, pti quality assurance performed a review of polident batch record, lot 16g194rgc. There were no issues found during this review. Manufacture of this lot took place under normal operating conditions. There were no nonconformances noted within the batch record. All ingredients were appropriately charged into the batch. Product was confirmed to have met all pre-established product specifications. All raw materials were tested and met specification requirements and released prior to use in manufacturing operations. Review of raw material trend data confirms that there have been no issues reported during use of these materials. Nonconformance review for this lot confirmed that there has been no manufacturing/facility issues related to this complaint that would affect the production of polident denture cleanser tablets. A retained sample review for this lot was examined for package appearance and was found to have met specification. A review of "broken tablets" complaint trend data confirms that this is the eighty first complaint received for broken tablets and the first complaint for lot 16g194rgc. The other complaints were for different lots and all have been found to be unconfirmed. This complaint was undetermined. The product met all in process and analytical testing specification at the time of release. However, it should be noted that the last handling occurs at a co-packing facility which is managed by gsk. The complaint was unconfirmed.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of lack of drug effect in a patient who received denture cleanser (polident denture cleanser) tablet (batch number p16092902, expiry date 30th june 2019) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced lack of drug effect and product complaint. The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the lack of drug effect was not reported and the outcome of the product complaint was unknown. Additional details: consumer had bought 1 box of polident denture cleanser for full 60s. At least 3 tablets in this box were pulverized. There was no effect when the consumer firstly used the pulverized tablet to immerse denture. The consumer did not use the pulverized tablet to immerse denture again after that. The product was kept in ventilated place. Product quality complaint was raised. Follow up was received on 8 aug 2018 : pti batch number was provided on 08 aug 2018, which was 16g194rgc. Follow up was received on 9 aug 2018 from the quality assurance department: at the time of reporting, the batch record did not provide any indication to support the complaint confirmation. Follow up was received on 15 aug 2018 from the quality assurance department: quality assurance analysis revealed the complaint to be unsubstantiated. Follow up information was received on 20 aug 2018: the patient received denture cleanser (polident denture cleanser) tablet for dental cleaning. In 2009, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced hospitalization (serious criteria hospitalization and gsk medically significant), incorrect dose administered. On an unknown date, the outcome of the hospitalization was not recovered/not resolved and the outcome of the incorrect dose administered was unknown. It was unknown if the reporter considered the hospitalization to be related to polident denture cleanser. The consumer used one tablet for every night, sometimes used half of tablet (drug use for unapproved dose, intentional or accidental was unknown), cleaned denture next morning. The consumer used polident denture cleanser per dentist recommendation when install denture. The polident denture cleanser still existed broken tablets, lack of efficacy. The consumer hospitalized (unknown reason) currently. The consumer had no allergy, concomitant drug, historic adverse drug reaction or family adverse drug reaction. Follow up information was received from quality assurance department 22 aug 2018: the expiry date of 16g194rgc was 30 jun 2019. The quality assurance analysis revealed that complaint was undetermined. The product met all in process and analytical testing specification at the time of release. However it should be noted that the last handling occurred at co packing facility which was managed by gsk. The complaint was unconfirmed. Follow up received on 17-sep-2018: in (B)(6) 2018, patient experienced respiratory tract infection (serious criteria gsk medically significant) and cold. On an unknown date, the patient experienced lung infection (serious criteria hospitalization and gsk medically significant), on (B)(6) 2018, the outcome of the lung infection was recovered/resolved. On an unknown date, the outcome of the respiratory tract infection and cold were recovered/resolved and the outcome of the lack of drug effect was not reported and the outcome of the incorrect dose administered and product complaint were unknown. The reporter considered the lung infection, respiratory tract infection and cold to be unrelated to polident denture cleanser and polident denture cleanser. On (B)(6) 2018, the consumer was discharged from hospital.